Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (540 mg/dl). The cause for the reported bg is unknown. The customer resumed insulin therapy to treat the bg. Multiple attempts were made to complete troubleshooting, but further information was not provided.